Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had a sudden rise in thresholds and failed to capture. The lead was electrically abandoned. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.